Event description:
The subject device was implanted for a leg-lengthening osteotomy on 10/6/98. Pt was wheelchair bound for approximately 2 months and "woke up one day with a compound fracture." Plate was removed at an unknown date.

Event description:
Plate was implanted in 1998 for a right distal femoral osteotomy to realign and rebalance the knee. Plate was noted as fractured in 1998. Date of removal is unknown.